Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during the case, no clip was loading in the jaws. The procedure was converted from an endoscopic procedure to an open procedure.